Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to low right ventricular (rv) intrinsic amplitude. A stored episode demonstrated the low signals were due to some ventricular oversensing of atrial signals which then resulted in intervals of stored false ventricular fibrillation. Further review of the programmed settings was recommended. The ICD remains in service.